Event description:
Medical records was notified on 7/25/2012 that this product was implanted on (B)(6) 2003 and was taken out-of-service on (B)(6) 2008 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).